Event description:
It was reported by med watch that the brake kit failed. The med watch report did not indicate pt involvement or adverse consequences.

Manufacturer narrative:
Result: worn gill brake plate kits.